Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed ¿primary audible alarm post¿ occurred. Functional testing was unable to replicate the reported issue; there was no evidence of a hardware issue that could contribute to the reported issue. Repair was not needed as there was no problem found with the speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a primary audible alarm power on self-test (post). The event occurred during the initial boot up. The issue was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.